Event description:
It was reported that post-paced t-wave oversensing was observed, abbott technical support was contacted who recommended reprogramming, however, no intervention was performed. The device remains implanted and will continue to be monitored. The patient was stable.